Event description:
Attempted to place a powerglide pro midline catheter and catheter broke off in patient. Able to retrieve broken piece from patient. Emailed bd rep [redacted] on [redacted] for initial notification. Manufacturer response for midline catheter, powerglide pro midline catheter (per site reporter). Emailed rep on [redacted] for initial notification.